Event description:
The customer stated the device did not deliver a shock. No pt impact another device used.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.